Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/16/2015 with the following findings: during investigation, a review of the pump history settings showed that the audio bolus was set to "enable/on". The bolus history did not indicate that any audio boluses had been delivered. The audio bolus button cover was intact. The audio bolus button was found to respond appropriately during testing. The pump was programmed for an audio bolus of 20.0u and was found to be successfully delivered and recorded accurately in the pump history. The complaint of the audio bolus button not functioning correctly was not duplicated during investigation. There was no defect found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. It was reported that the audio bolus button was responding but was not functioning correctly when the user attempted to enter the bolus amount. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.